Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/27/2020. A manufacturing record evaluation was performed for the finished device v324h; (B)(4) number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle broke into 3 pieces after 2 minutes of usage. The procedure was prolonged for unknown amount of time. The device was replaced with another. No adverse patient consequences reported.